Manufacturer narrative:
The reported events of the helix continued to retract back, despite the use of the helix locking tool, and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix fully extended and clogged with blood/tissue. After cleaning the helix, the helix could be retracted and extended using the helix locking tool. No indication of the helix continuing to retract while using the helix locking tool was noted. The measured full helix extension was within specification. Visual and x-ray examination of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, the helix of the right ventricular (rv) lead continued to retract back despite using the helix locking tool. Additionally, an increase in the pacing impedance was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.